Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in an adult female patient who had essure inserted for female sterilisation. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6)2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metal fragments/portions of bilateral fallopian tubes') and embedded device ('embedded metal fragments/portions of bilateral fallopian tubes') in an adult female patient who had essure (batch no. B53550) inserted for female sterilisation. The patient's medical history included pelvic pain and cystocele. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral essure coil removal, bilateral partial salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and embedded device outcome was unknown. The reporter considered device breakage and embedded device to be related to essure. The reporter commented: right: 3 coils, left: 5 coils. Lot number: 853650, expiration date: jul-2016. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded metal fragments/portions of bilateral fallopian tubes. Most recent follow-up information incorporated above includes: on 29-jun-2021: medical record received. Reporter information added, case became medically confirmed. Patient middle name, medical history, essure lot number, expiry date and reporter causality comment added. Patient demographics updated. Previously reported event: medical device removal updated to embedded metal fragments/portions of bilateral fallopian tubes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received-event injury nos to medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.